Event description:
Pt with icp monitor in place. Pt transferred from cart to CT table-icp monitor intact and monitored during transfer. After transfer, plastic connection found to be broken at hub. Catheter removed. Pt w/no harm. Condition unchanged.